Event description:
It was reported that the device had no power. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in poor condition with a cracked reservoir tank on the bottom left and a third party line cord. Old style components noted (print circuit board, drain fitting). The root cause of the reported issue was normal wear and tear. Actions were taken to mitigate the reported issue: due to the age and condition, device is deemed beyond economical repair and will be scrapped.